Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and reported failure was confirmed. The instrument was found to have the conductor wire insulation damaged. There was no material missing; however, the conductor wires were exposed. The instrument passed an electrical continuity test. Additional findings not reported by site: the instrument was found to have the thermal damage on the yaw pulley. The complaint regarding broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that out of the box, the maryland bipolar forceps was found to have a broken cable. There was no report of patient involvement nor reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained additional information. The problem was detected during sterilization of the instrument. The thermal damage on the instrument was identified after reprocessing. It was not found during or before reprocessing because it was very slight and could not be identified on washing with contaminated instruments without a magnifying glass.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the annex d code for updated information.